Event description:
It was reported that a shaft break occurred. The target lesion was located in the femoral artery. A 7x150x130 innova¿ stent delivery system (sds) was advanced to the lesion; however, it was noted that the shaft broke after deployment of the stent. All parts of the sds were successfully removed from the patient and the procedure was completed with this device. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).